Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B)(6) 2010. During the procedure, it was discovered that the pt's uterus was perforated. The procedure was aborted. Additional info has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.